Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported that nurse primed a new IV set by gravity. She flushed the patient's catheter prior to connecting the IV tubing. She put the tubing in the pump and tried to infuse a 1000ml bag of d5ns with 20meq of kcl. The pump alarmed for occlusion immediately after starting the infusion. While troubleshooting, the nurse placed the tubing in a different pump module and it also alarmed for occlusion when started. When the tubing was removed from that pump, it was noted that the upper pumping segment had developed a large aneurysm. No patient harm or medical intervention was reported. No additional patient/event information is available.